Event description:
It was reported that there was unexpected battery longevity. It was confirmed that the left ventricular (lv) lead and right ventricular (rv) lead thresholds were high due to patient physiology and not due to a lead performance issue. The device was removed and replaced.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, (B)(6) 2005; 4196-88, lead, (B)(6) 2011. (B)(4).